Event description:
On 6/sep/2023, it was reported by a peritoneal dialysis (pd) nurse that this patient was seen in the outpatient pd clinic on (B)(6) 2023 for cloudy pd effluent (during a call with customer support for a separate issue of draining slowly). In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023, the patient had a pd culture obtained (in the pd clinic) due to cloudy pd effluent. The nurse stated the pd culture had growth of gram positive bacilli (organism not provided). The patient is being treated with intra-peritoneal (ip antibiotic therapy with vancomycin (dose not provided) x 2 doses and cefepime (dose not provided) for 14 days on an outpatient basis. Additionally, it was stated that the patient is using heparin (per standing orders) for possible fibrin in the pd catheter (not a fresenius product) which is likely contributing to draining slowly issue. The patient is completing pd treatment with the same cycler with no reported adverse effects. The patient¿s nurse confirmed the peritonitis is not associated with any issues with fresenius products. The nurse indicated the patient the patient¿s peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was associated with a breach in aseptic technique during the pd exchange which is a well-established risk factor for a peritonitis infection.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient was seen in the outpatient pd clinic on (B)(6) 2023 for cloudy pd effluent (during a call with customer support for a separate issue of draining slowly). In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023, the patient had a pd culture obtained (in the pd clinic) due to cloudy pd effluent. The nurse stated the pd culture had growth of gram positive bacilli (organism not provided). The patient is being treated with intra-peritoneal (ip antibiotic therapy with vancomycin (dose not provided) x 2 doses and cefepime (dose not provided) for 14 days on an outpatient basis. Additionally, it was stated that the patient is using heparin (per standing orders) for possible fibrin in the pd catheter (not a fresenius product) which is likely contributing to draining slowly issue. The patient is completing pd treatment with the same cycler with no reported adverse effects. The patient¿s nurse confirmed the peritonitis is not associated with any issues with fresenius products. The nurse indicated the patient the patient¿s peritonitis was due to a breach in aseptic technique during the pd exchange.